Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received stuck button alarm and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for battery failed alert and later customer declined continue with troubleshooting. Troubleshooting was performed for keypad anomaly and customer was unable to clear the alarm. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph was in spec. Multiple stuck button alarms on 05/17/2025 16:22:26.000, 05/17/2025 16:31:52.000, 05/17/2025 16:46:55.000, and 05/17/2025 17:42:00.000 on event date. No failed batt alarms and no unexpected power/battery alerts/alarms on or seven days prior to the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The j1 connector on pcba 1 was not unlocked and the keypad assembly had not moisture or physical damage. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked select button on keypad overlay, pillowing keypad overlay, stained keypad overlay buttons, cracked case battery tube area, moisture damage on the motor assembly, moisture damage on the force sensor assembly, and scratched case. Unexpected failed battery alarms were not confirmed during analysis. Moisture damage on the motor assembly and the force sensor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.